Event description:
It was reported that the patient artificial urinary sphincter (aus) pump would not refill. The pump was removed from the scrotum and tested for issues. Air and bloody fluid were found which indicated leak in the system. Since the location of the leak could not be determined, the entire aus system was removed and replaced with a new one. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.

Event description:
It was reported that the patient artificial urinary sphincter (aus) pump would not refill. The pump was removed from the scrotum and tested for issues. Air and bloody fluid were found which indicated leak in the system. Since the location of the leak could not be determined, the entire aus system was removed and replaced with a new one.

Manufacturer narrative:
Fluid loss reported. The ams800 control pump was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams800 balloon was visually inspected and functionally tested. No leak was found. It performed within specifications. The cuff was not returned by the customer therefore no product analysis could be performed. If the complaint component is returned at a later date then the product investigation can be re-opened to perform the analysis. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.